Event description:
It was reported that patient underwent a left knee revision approximately eleven years post-implantation due to pain and tibial insert wear. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. D6 implant date: unknown date in 2011. Updated: b1, b4, b5, g3, g6, h2, h3, h6, and h10. Corrected: e1, h10. Reported event was confirmed by review of a photograph. Photograph provided shows that the bearing surface has wear and the coating is peeling off. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Implant date: unknown date in 2010. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a left knee revision approximately eleven years post-implantation due to pain. The tibial insert was removed and replaced. Attempts to obtain additional information have been made; however, no more is available at this time.